Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips the device shut down during patient use. This event was reported to have occurred during patient use. There was no patient harm. The philips field service engineer (fse) evaluated the device. The analysis of the device logs showed the device had audibly alarmed of a low battery and displayed low internal battery messages. The battery had been used for 10+ hours. The device was not connected to an alternate source of backup power. The device gave critical alarms alerting the user the battery had 15 minutes of use time before the device would shut down. During the final two minutes of the 15 minutes, the device continuously alarmed warning of the low battery and impending shut down. Following the evaluation of the device, the fse performed tests, observed the battery charged normally and the device was functioning properly. There was no device malfunction and the device was ready for use. Based on the information provided, the reported problem occurred due to user error due to ignoring the low battery alarms which caused the device to shut down. Investigation has concluded that the device functioned as intended and there was no deficiency or malfunction.